Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal injection ceftazidime (1 gram once a day, duration not reported), intravenous injection vancomycin (1 gram intravenous 96 hours, once) and tablet of fluconazole (dose, duration and frequency not reported) for peritonitis. Extraneal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.